Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect air pressure setting for valving. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews. Correction: b, d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the examination of the foley catheter balloon the catheter was inserted after the operation and the syringe was connected to the outer mouth of the urinary catheter sac when the joint was found to be loose and falling off. It was mentioned that the urinary tube was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent prostatectomy and was prepared to indwell a three-chamber fr22 foley urinary catheter to drain urine after the surgery. During the examination of the foley catheter balloon, the syringe was connected to the outer mouth of the urinary catheter sac and the joint was found to be loose and falling off. It was mentioned that the urinary tube was replaced.